Manufacturer narrative:
The pump was received with operating currents within specification and passed the self test, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. No unexpected active insulin cleared alarms or unexpected darkening of the display anomaly noted. The pump was monitored for 24 hours and the battery was removed form pump and monitored for 10 minutes. The pump powered up properly after insertion of the battery and no pump error 23 alarms were noted. No unexpected low battery alarms or failed battery test alarms were noted during testing or found at the downloaded pump history. The pump was received with minor scratches on the lcd window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of post-reset ram crc alarm from the insulin pump. The customer's blood glucose reading was 6.1 mmol/l. The customer stated that she changed the battery a week ago and the pump beeped. The customer mentioned that she changed the battery and the screen got dark. The customer stated that she used lithium aa batteries. The customer stated that the alarm occurred immediately after a battery change. The customer stated that the error occurred more than once after a battery change. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.